Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used with the y port adapter for administering nutrition. According to the complainant, during feeding, the feeding apparatus kept slipping off of the y adapter. The case was completed with another manufacturer's y port adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown however over 18 years old. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).